Event description:
It was reported that during the implant procedure, the implantable cardioverter defibrillator (ICD) setscrew failed when trying to attach the right ventricular (rv) lead. The device was not used and another device was opened and successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Maude voluntary report no: mw5037896. (B)(4).